Event description:
Report received from the USA stating that the device had "hose damage." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or add'l info is received, a supplemental MDR will be sent. (B)(4).